Manufacturer narrative:
Correction information: section a.3. Additional information: section d6b. Advanced bionics considers the investigation into this reportable event as closed. The issue resolved with programming and the recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness and experienced vertigo with and without device use. The recipient ceased device use. The recipient was prescribed zofran. Programming adjustments were made and the issue improved.